Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, on a laparoscopic bilateral inguinal hernia repair, one of the pieces of mesh was easily ripped as the surgeon was marking and folding the mesh after opening the package and before rehydration. That mesh was not used on the patient. The second piece of mesh was fine and was used. Another single piece of mesh was opened and used with no issues to complete the case.

Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. The visual examination of the returned sample shows that: the sample was returned in its original aluminum pouch. The mesh was found not contaminated by blood. The textile knitting pattern, the collagen film and the mesh dimension were found as expected. The mesh has not been hydrated and was not folded. A black line has been added in the middle of the mesh over the entire length. A hole of 1 x 1 cm was found at the end of the line on the green textile part. The textile was frayed out. The reported condition was confirmed. At several steps of the manufacturing process, each device is manually controlled, and a visual examination is performed by the operator. Such a defect would have been detected and the product rejected. The mesh has been manipulated prior used, confirmed by the black line added on the mesh. The reported information is too limited to determine the root cause or most probable cause of the reported incident including information relative to the hydration of the mesh prior use, t he size of the defect or the folding method. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. The reported condition was confirmed but the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, on a laparoscopic bilateral inguinal hernia repair, one of the pieces of mesh was easily ripped as the surgeon was marking and folding the mesh after opening the package and before rehydration. That mesh was not used on the patient. The second piece of mesh was fine and was used. Another single piece of mesh was opened and used with no issues to complete the case. There was no patient involved.